Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. The device was functionally tested however the device received a under-pressure alarm. There were not any severely kinked areas, so the device was dissected to find a broken hypotube. The hypotube damage was located 76.5cm from the tip. No pressure reading could be reported. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 20-sep-2021. It was reported that pump assembly leak occurred. The target lesion was located in the common iliac artery. An angiojet solent omni was used in a thrombectomy procedure. During the procedure, the deviced leaked water. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.